Manufacturer narrative:
E1: initial reporter facility name: national hospital organization kyoto medical center.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.